Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the stapler would not release after firing. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Just to confirm, did the jaws of the device remain closed after firing? If yes, were the jaws of the device eventually opened? If yes, how was the device removed from tissue? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? What color cartridge was being used? Affiliate response: yes, the jaws remained closed after the firing sequence was completed. The device was maneuvered enough to release off the stomach. The surgeon did not specify the number but he did say it was the last firing to complete the transaction. Of the stomach. He usually fires 4-6 fires to complete sleeve gastrectomy. Blue cartridge the analysis found that one long60a device was returned in good visual condition and with one ecr60b cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.